Event description:
The info initially provided by the distributor sated: "the fixation pin got loose from the t-clamp and got lost. Reposition is not possible anymore. T-clamp was used with pelvic fixator." On (B)(6) 2012, orthofix (B)(4) received add'l info on the case from the distributor: "during clinical use on a pt, the t-clamp attendant for use appeared to be ok. When using it in a pelvic fixator to reduce fracture, the ball joint loosened from the clamp. A supplementary t-clamp was available on the set so, by changing the broken one for a new one, the problem was solved. The clamp has been hand over without pt info." No adverse effects for the pt have been reported, as a replacement device was immediately available to complete the surgery. (B)(4).

Manufacturer narrative:
Analysis of historical records: orthofix (B)(4), checked the internal records related to the controls made on this specific lot before the market release. No anomalies have been found. The original lot, manufactured in 2010, were comprised of 40 t-clamp. All of them have already been distributed to the market. According to our historical records, no other similar failures have been reported from this specific device lot. Clinical eval: the info available on the case was sent to the medical evaluator. Please find below an extract of the clinical eval: "in this case a pelvic fixator was being applied to a pt, with a procallus t-clamp for bone fixation. It was noted that the t-clamp would not hold, and the clamp separated. It was replaced immediately and the operation continued. It was noted that the ball joint anchoring pin had become displaced so that it was no longer attached to the clamp. As the unit exchange was immediate and intraoperative, there were no problems for the pt and the operating time was not prolonged." Technical investigation: the returned device, received on (B)(4) 2012, is currently under technical investigation. We will provide you with a follow up report as soon as the results of the technical investigation will be available. Orthofix (B)(4) continues monitoring the devices on the market.